Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during general check, the device alarmed for 'loss of external power'. "Ac power indication not showing in the machine".